Event description:
During the transfemoral tavr for a 23mm sapien 3 valve, a dissection at the ascending aorta occurred. After the bav, the delivery system was inserted. As the abdominal aorta had tortuosity, the delivery system insertion was carefully done. The valve was implanted without trouble. After the delivery system was removed, tee revealed the flap at the ascending aorta. Angiography revealed the dissection at the ascending aorta. The area of dissection was from the stj to near the brachiocephalic artery. As a result of discussion, the ascending aorta was surgically replaced. Per the implanting physician this was a difficult access case; dissection was confirmed at the area where the flex tip was located during the final valve position. As the position of the valve was adjusted by pushing and pulling the delivery system, the gap at the flex tip and catheter may have contacted the greater curvature and led to the dissection.

Manufacturer narrative:
Per the instructions for use (IFU), list cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are as known potential risks or adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem . In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Patient factors were provided with moderate to severe tortuosity in the access vessel and moderate calcification on the aortic valve. Investigation results suggest that patient factors and/or procedural factors may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device discarded.